Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty withdrawing the guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a 0.018" x 35cm guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) a region of tightly coiled wire remained at the distal tip; immediately adjacent to a region of loosely coiled wire. The transition of these two regions indicated the contact point biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to help prevent the needle from damaging or shearing the guidewire." An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebz0115 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during the chemotherapy, the patient chose groshong to place the mst with the guidance of ultrasound. During the catheterization, the patient was nervous. The nurse operator punctured the iliac vein and inserted the needle, and blood returning was smooth. It was resistive when feeding the guide wire, so the needle and the guide wire were withdrawn.. The guide wire was impossible to be withdrawn when it was withdrawn for the first time. After wait for a while, when the guide wire was withdrawn for the second time, the front end of the guide wire was still unable to be withdrawn and only the whole part could be withdrawn.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebz0115 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during the chemotherapy, the patient chose groshong to place the mst with the guidance of ultrasound. During the catheterization, the patient was nervous. The nurse operator punctured the iliac vein and inserted the needle, and blood returning was smooth. It was resistive when feeding the guide wire, so the needle and the guide wire were withdrawn. The guide wire was impossible to be withdrawn when it was withdrawn for the first time. After wait for a while, when the guide wire was withdrawn for the second time, the front end of the guide wire was still unable to be withdrawn and only the whole part could be withdrawn.